Event description:
The catheter was being utilized to size a vessel prior to angioplasty. Upon removal through puncture site, the marker bands came off and migrated to the superficial femoral artery. There was some resistance upon withdrawal. Retrieval attempts were unsuccessful. Patient was taken to or for surgical retrieval of bands.